Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. In trouble-shooting bad connector, repaired and tested. Issue resolved. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's imaging system mobile view station (mvs) shutting-down almost immediately after unplugging the system from the wall. The site discovered this while moving the mvs in for a procedure. This issue did not preclude use in upcoming procedures. There was no patient present when this issue was identified.